Manufacturer narrative:
The report that the system controller was not making the appropriate noises was unable to be confirmed. The output of the back and side speakers were measured and found to be in accordance with the minimum threshold specified by the manufacturer¿s labeling. A review of the device history records revealed that the returned system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient presented to the clinic for a routine visit and it was noticed that the system controller was not making the appropriate audible alarms (no alarm). The system controller was exchanged. Additional information was requested but no further information was provided.